Event description:
The facility reported a pump with failure code 703:00. It is unknown when this failure code occurred. It is not known if there was any patient injury or medical intervention necessary according to the hospital representative.